Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect device for investigation. An investigation was performed and the reported complaint was able to be confirmed and duplicated. The exhalation flow sensor is faulty. This issue will be internally investigated within vyaire.

Event description:
The customer reported while using the vela ventilator; the device displays no cal data alarms. The customer reported the touchscreen would intermittently respond and upon power-up, displays transducer fault alarms. The issue occurred during patient-use, the customer reported there is no patient consequence associated with the event.